Event description:
It was reported that the pt is scheduled for revision surgery on (B)(6) 2012 on his right hip. Pt states that his dr ordered blood work which showed elevated chromium and cobalt levels. Pt complains of having dull pain almost all the time that sometimes becomes sharp. He experiences some stiffness and difficulty walking especially after periods of activity. He has difficulty sleeping especially within the last year due to pain in his hips. Pt states he has periodic weakness in both legs but more extreme in the right. Pain in both hips will sometimes extend down into the femur. Pt had an MRI and additional blood labs on (B)(6) 2012. The pt states that he has the same symptoms in both hips but those in his left hip are less intense and frequent than those in his right hip. He last saw his doctor on (B)(6) 2012. The pt asked to file a claim for the revision surgery on his right hip.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.